Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due charging difficulties of the implantable pulse generator (ipg) and impedance of the lead. The patient underwent a revision procedure wherein their ipg and lead were explanted and replaced. The devices will not be returned for analysis. The patient received great coverage and pain relief post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: 18313294.